Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Please note, the patient stated that the event occurred between (B)(6) 2016. The exact date is unknown.

Event description:
Additional information was received which stated that the patient also experienced skin irritation and tissue build up due to the frequent changing of the device. The patient reportedly applied steroid cream to the irritated skin. According to the patient, they needed to administer more insulin than usual due to the sites not adhering. This complaint involves two devices. Please refer to MDR #3012307300-2017-00017.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the cleo did not adhere. The patients blood sugar levels were running 200 and higher.

Manufacturer narrative:
(B)(4) were returned for evaluation in unused condition. Visual inspection of the devices found that the retractors were not activated and no damage was observed. Functional testing involved simulated use testing and found that the devices successfully worked as intended. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. Thirty-two devices from the manufacturing line were visually inspected and functionally tested and found no discrepancies. Based on the evidence, a root cause was unable to be determined. No faults were found with the devices.